Manufacturer narrative:
Suspect device was returned and evaluated. Tip passed flow testing and thermistor testing. Tip failed leak test and visual inspection. Visual inspection identified a burnt trace on the surface of the membrane and confirmed dielectric breakdown was observed. Tip failed functional testing; sparking was observed during the functional test. Further visual evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Defects on the tip membrane can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. In this case no patient injury occurred. Radio frequency trace damage are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Event description:
A doctors office called to report an error code of ''thermistor disconnected'' occurred during a thermage treatment. No patient injury was reported.